Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. There was a reported sudden change in impedances across the array. Until then the hearing with the device was normal.

Event description:
The user's hearing performance with the device is affected. There was a reported sudden change in impedances across the array. Until then the hearing with the device was normal, according to the distributor.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Further medical and technical checks are considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. There was a reported sudden change in impedances across the array. Until then the hearing with the device was normal, according to the distributor. The user was re-implanted.